Event description:
It was reported that the device was implanted reportorially and the patient underwent a pocket revision to a subpectoral placement when the device stated to dislodged downward. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.